Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the programming error (interoperability) report was confirmed based on the event log details and emails within the file no suspect and concomitant devices were returned for this investigation; therefore, an external inspection could not be performed. The facility mentioned that it was not a device error but rather a user error. ¿ on (B)(6) 2024, at 12:29:18 pm to 12:30:52 pm: ¿ remote IV received, bcm_alias_ndc: d00144, drugid=1384, concentration = 1000 mg/100ml, start key, secondary override, yes selected, channel selected, rate key, rate=200ml/hr., vtbi=96.495ml, infusion started, key pump restart (illegal keypress), occluded patient side alarm, restart key, occluded patient side alarm, restart key, primary volume infused (pvi)=852.847ml an accumulated total from prior performed infusions. ¿ on (B)(6) 2024, at 12:33:35 pm: ¿ occluded patient side alarm, restart key. ¿ on (B)(6) 2024, at 12:41:50 pm: ¿ occluded patient side alarm, restart key. ¿ on (B)(6) 2024, at 12:42:51 pm: ¿ restart key (illegal keypress). ¿ on (B)(6) 2024, at 1:00:41 pm: ¿ infusion complete alarm ¿ kvo mode, pvi= 948.256ml. The bd alaristm system with guardrails¿ suite mx (v12.1.3): ¿ verify correct parameters and press the start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause is being attributed to user programming, the facility mentioned that it was not a device error but rather a user error.

Event description:
It was reported that customer had identified two events of txa not "sending to the pump" with the matching pph order. They ran 600ml/hr over 10 minutes, but the medication was scanned at 25ml/hr over 4 hours. There was patient involvement, but no harm. Per bd interoperability consultant findings: clinician attempted to hang txa as ivpb. The order of txa was correct to run at 600ml/hour over 10 minutes for hemorrhage. (At the time a primary fluid was running at 25ml/hour) clinician sent the correct apr but the clinician did not press "secondary" on pump after sending apr and instead restarted the primary infusion at 25 ml/hour. (There was no over infusion of txa) the second issue mentioned in this case was solved internally by the customer and they reported no further discussion was needed. Neither issue was pump malfunction. Both were nursing workflow issues. The customer reported there was no harm in either of these cases.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer had identified two events of txa not "sending to the pump" with the matching pph order. They ran 600ml/hr over 10 minutes, but the medication was scanned at 25ml/hr over 4 hours. There was patient involvement, but no harm. Per bd interoperability consultant findings: clinician attempted to hang txa as ivpb. The order of txa was correct to run at 600ml/hour over 10 minutes for hemorrhage. (At the time a primary fluid was running at 25ml/hour) clinician sent the correct apr but the clinician did not press "secondary" on pump after sending apr and instead restarted the primary infusion at 25 ml/hour. (There was no over infusion of txa). The second issue mentioned in this case was solved internally by the customer and they reported no further discussion was needed. Neither issue was pump malfunction. Both were nursing workflow issues. The customer reported there was no harm in either of these cases.